Event description:
The physician used kranios for closing. Screws loaded fine, however physician was unable to insert them into the bone flap. The physician's normal practice is not to pre-drill, but to use self-tapping, self-drilling screws with the power screw driver from another compnay. After the physician experienced difficulty in not being able to drive the screws into the boneflap, he wanted to try pre-drilling but the drill bits would not fit the power equipment available. No patient injury was reported.